Manufacturer narrative:
(B)(4). H6: eval method: films reviewed. Results and conclusions: moderately tortuous and mild to moderately calcified vessels. Torquing of the delivery system. Films provided to medtronic were reviewed by an independent physician consultant who provided the following observations: there were four images reviewed. The first image revealed that the device appears to have twisted on itself with almost a barber pole effect with last stent folded over on itself. The second image was the completion angiogram with excellent proximal fixation and distal fixation with no evidence of an endoleak and untwisting of the graft. The third image revealed that the folded over last stent and twisted graft. The fourth was a fluoroscopy image of the graft after the limb has been straightened out and another limb placed within that one. The conclusion to the film review was that the twisted and folded over graft appears to have been successfully managed.

Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessels were moderately tortuous and mild to moderate calcified. It was reported that the bifurcated stent graft was being deployed, however, the physician had difficulties deploying the last stent ring of the ipsilateral limb as it was found to be twisted and folded over. The handle was disassembled and the graft cover was manually retracted to deploy the remainder of the stent graft. The physician inserted a reliant balloon from the contralateral side and inflated the balloon (completely within the stent graft) to hold the stent graft in place during attempt to open the twisted and folded ipsilateral limb. Another balloon was inserted in the ipsilateral limb and it was inflated and straightened out the stent graft. The ipsilateral limb was opened and extended with another talent iliac limb. No clinical sequelae were reported, and the pt is fine.